Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead dislodged. The lead was capped and replaced on (B)(6) 2015. No patient symptoms were reported.

Event description:
New information indicated the patient was in stable condition post procedure.